Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported receiving error messages m-02 and c-00 errors on the erbe. The procedure was converted, and no injury was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the error message occurred during the procedure. Ports were confirmed to be placed. The system functionality was checked and the erbe was having an error message upon start-up. The dvstat was called and advised the staff to restart the system numerous of occasions, but the error message did not clear. The staff then plugged in the bovie into the stryker tower and finished the case robotically. The reporter indicated the procedure was completed robotically using the lap tower in order to use the bovie pad.

Manufacturer narrative:
Based on the claim against the product by the customer noting error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit due to error message m-02 and c-00. The cover axis was replaced due to the cover was missing. Isi did receive a da vinci product to perform failure analysis. The unit was returned for failure analysis and the reported failure (m-02-3 error on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.